Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a procedure during which a surgeon noted that the femoral neck system 2-hole plate was broken. Concomitant devices reported: unknown fns anti-rotation screw (part # unknown, lot # unknown, quantity # 1), unknown fns bolt (part # unknown, lot # unknown, quantity # 1), unknown locking screw (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) femoral neck system plate 2 hole - sterile. This is report 1 of 1 for complaint (B)(4).